Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected trop I es patient result occurred while using the vitros eciq analyzer. Performance testing prior to service confirmed that the vitros eciq system and vitros trop I es reagent were performing as expected. However, an ocd field engineer found that 'as needed' repairs to the incubator and well wash subsystems were necessary to return the instrument to expected operation. After service was completed, system performance was verified by performing a precision test. The investigation also determined that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined. However, an analyzer related event or pre-analytical sample processing cannot be ruled out as contributing factors.

Event description:
This customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample while using the vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patients as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)